Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient underwent revision surgery on (B)(6) 2018, in order to have a magnet placed on the internal fixture, converting the patient to a percutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.